Manufacturer narrative:
This product is not approved for use in the us, however a like device with part# c01a, 510k# k041584 and upn (B)(4) is approved for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture: compression fracture it was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty. During the surgery, cement solidified too fast. Cement was doughy and homogeneous prior to delivery into the patient. After opening the cement, the cement was mixed with mixer, it was confirmed that the cement had already solidified when it was injected into the first bone filler device. Although somehow it was injected into four bfds using strong force, after that cement did not move at all. At first, the mixer was suspected to be plugged, but when confirming the push rod, there was nothing abnormal in particular. Unfortunately, because the first cement dropped, the cement was solidifying in the state without backup, so the physician wanted to filled 8ml of cement in total, but only 6 ml was filled. The room temperature was 23 degrees.